Event description:
Balloon filled with a maximum of 1.5cc. Device placed in 8 mins with no problem. There were no anatomical issues. Balloon burst during use. They continued the procedure with antegrade cardioplegia and no retrograde. Patient handled procedure well.

Manufacturer narrative:
Device not returned.